Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("persistent bleeding"), post procedural infection ("infection from removal procedure"), autoimmune disorder ("autoimmune disorder") and transfusion ("blood transfusions") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple cesarean sections, alcohol use, multigravida, parity 3 (B)(6) 1992, (B)(6) 1995, (B)(6) 2008) and abortion. Concurrent conditions included fibroids. Family history included hypertension (mother and sister.), cardiac disorder (2 aunts.) And diabetes (grandmother.). Concomitant products included naproxen for pain as well as atenolol. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 3 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding"), menorrhagia ("menorrhagia"), fatigue ("fatigue") and autoimmune disorder (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2010, the patient experienced weight increased ("weight gain"). On (B)(6) 2010, the patient experienced postoperative wound infection ("infection nos"). On an unknown date, the patient experienced post procedural infection (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), abdominal pain lower ("lower abdomen pain/ abdominal cramping"), heart rate decreased ("drop in heart rate from removal procedure"), transfusion (seriousness criteria hospitalization and intervention required) and scar ("scar tissue for essure removal"). The patient was hospitalized for 2 days. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2010. At the time of the report, the pelvic pain, post procedural infection, female sexual dysfunction, postoperative wound infection, weight increased, migraine, fatigue, heart rate decreased, autoimmune disorder and transfusion outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, headache and abdominal pain lower had resolved. The reporter considered abdominal pain lower, autoimmune disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, heart rate decreased, menorrhagia, migraine, pelvic pain, post procedural infection, postoperative wound infection, scar, transfusion, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she states that she has been having severe pain in her lower pelvis since the placement. Essure device was then deployed without incident and 1 coil was seen trailing out of her ostia. The opposite ostia was then cannulized in the same fashion and 7 coils were seen trailing out of her ostia. She had to have 2 or 3 blood transfusions scare tissue, drop in heart rate, infection, ICU for about 2 days as a result of the removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 77.5 kg/sqm. On (B)(6) 2010, ultrasound: transabdominal and endovaginal images of the pelvis were reviewed. Impression: two subserosal! Fundal uterine fibroids measuring 2.2 cm in greatest dimension each. Endometrial stripe appears within normal limits. No adnexal masses. The ovaries were visualized only transabdominally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: incision site infection event was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), autoimmune disorder ('autoimmune disorder') and transfusion ('blood transfusions') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple cesarean sections, alcohol use, multigravida, parity 3 ((B)(6)1992, (B)(6)1995, (B)(6)2008) and abortion. On (B)(6)2010 essure confirmation test shoulde placement was successful. Concurrent conditions included fibroids. Family history included hypertension (mother and sister.), cardiac disorder (2 aunts.) And diabetes (grandmother.). Concomitant products included naproxen for pain as well as atenolol. On (B)(6)2008, the patient had essure inserted. On (B)(6)2008, the patient experienced genital haemorrhage ("persistent bleeding"), vaginal haemorrhage ("abnormal bleeding"), menorrhagia ("menorrhagia"), fatigue ("fatigue") and autoimmune disorder (seriousness criterion medically significant), 3 days after insertion of essure. On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On (B)(6)2010, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6)2010, the patient experienced postoperative wound infection ("infection nos"). On an unknown date, the patient experienced post procedural infection ("infection from removal procedure"), female sexual dysfunction ("apareunia"), abdominal pain lower ("lower abdomen pain/ abdominal cramping") and scar ("scar tissue for essure removal"), was found to have heart rate decreased ("drop in heart rate from removal procedure") and weight decreased ("weight loss") and underwent transfusion (seriousness criteria hospitalization and intervention required). The patient was hospitalized for 2 days. The patient was treated with i.v. Antibiotics and surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6)2010. At the time of the report, the pelvic pain, post procedural infection, female sexual dysfunction, postoperative wound infection, weight increased, migraine, fatigue, heart rate decreased, autoimmune disorder, transfusion and weight decreased outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, headache and abdominal pain lower had resolved. The reporter considered abdominal pain lower, autoimmune disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, heart rate decreased, menorrhagia, migraine, pelvic pain, post procedural infection, postoperative wound infection, scar, transfusion, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she states that she has been having severe pain in her lower pelvis since the placement. Essure device was then deployed without incident and 1 coil was seen trailing out of her ostia. The opposite ostia was then cannulized in the same fashion and 7 coils were seen trailing out of her ostia. She had to have 2 or 3 blood transfusions scare tissue, drop in heart rate, infection, ICU for about 2 days as a result of the removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 77.5 kg/sqm. On(B)(6)2010, ultrasound: transabdominal and endovaginal images of the pelvis were reviewed. Impression: two subserosal! Fundal uterine fibroids measuring 2.2 cm in greatest dimension each. Endometrial stripe appears within normal limits. No adnexal masses. The ovaries were visualized only transabdominally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("persistent bleeding"), post procedural infection ("infection from removal procedure") and transfusion ("blood transfusions scare tissue") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple cesarean sections, alcohol use, multigravida, parity 3 ((B)(6) 1992, (B)(6) 1995, (B)(6) 2008) and abortion. Concurrent conditions included fibroids. Family history included hypertension (mother and sister.), cardiac disorder (2 aunts.) And diabetes (grandmother.). Concomitant products included naproxen for pain as well as atenolol. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 3 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding"), menorrhagia ("menorrhagia"), fatigue ("fatigue") and autoimmune disorder ("autoimmune disorder"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2010, the patient experienced weight increased ("weight gain"). On an unknown date, she experienced female sexual dysfunction ("apareunia"), infection ("infection nos"), abdominal pain lower ("lower abdomen pain/ abdominal cramping"). The patient was treated with hysterectomy with bilateral salpingectomy on (B)(6) 2010 and, during removal procedure, her heart rate decreased ("drop in heart rate from removal procedure") and she a transfusion (seriousness criteria hospitalization and intervention required) was required. She stated experiencing post procedural infection (seriousness criterion medically significant) and scar tissue ("scar tissue from essure removal "). The patient was hospitalized for 2 days. At the time of the report, the pelvic pain, post procedural infection, female sexual dysfunction, infection, weight increased, migraine, fatigue, heart rate decreased, autoimmune disorder and transfusion outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, headache and abdominal pain lower had resolved. The reporter considered abdominal pain lower, autoimmune disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, heart rate decreased, infection, menorrhagia, migraine, pelvic pain, post procedural infection, transfusion, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she states that she has been having severe pain in her lower pelvis since the placement. Essure device was then deployed without incident and 1 coil was seen trailing out of her ostia. The opposite ostia was then cannulized in the same fashion and 7 coils were seen trailing out of her ostia. She had to have 2 or 3 blood transfusions scare tissue, drop in heart rate, infection, ICU for about 2 days as a result of the removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 77.5 kg/sqm. On (B)(6) 2010, ultrasound: transabdominal and endovaginal images of the pelvis were reviewed. Impression: two subserosal! Fundal uterine fibroids measuring 2.2 cm in greatest dimension each. Endometrial stripe appears within normal limits. No adnexal masses. The ovaries were visualized only transabdominally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 24-may-2018: pfs received, event added are as follows- autoimmune disorder, blood transfusion, drop in heart rate, infection. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), autoimmune disorder ('autoimmune disorder') and transfusion ('blood transfusions') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple cesarean sections, alcohol use, multigravida, parity 3 ( (B)(6) 1992, (B)(6) 1995, (B)(6) 2008) and abortion. On (B)(6) 2010 essure confirmation test should placement was successful. Concurrent conditions included fibroids. Family history included hypertension (mother and sister.), cardiac disorder (2 aunts.) And diabetes (grandmother.). Concomitant products included naproxen for pain as well as atenolol. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced genital haemorrhage ("persistent bleeding"), vaginal haemorrhage ("abnormal bleeding"), menorrhagia ("menorrhagia"), fatigue ("fatigue") and autoimmune disorder (seriousness criterion medically significant), 3 days after insertion of essure. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On (B)(6)2010, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2010, the patient experienced postoperative wound infection ("infection nos"). On an unknown date, the patient experienced post procedural infection ("infection from removal procedure"), female sexual dysfunction ("apareunia"), abdominal pain lower ("lower abdomen pain/ abdominal cramping") and scar ("scar tissue for essure removal"), was found to have heart rate decreased ("drop in heart rate from removal procedure") and weight decreased ("weight loss") and underwent transfusion (seriousness criteria hospitalization and intervention required). The patient was hospitalized for 2 days. The patient was treated with i.v. Antibiotics and surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, post procedural infection, female sexual dysfunction, postoperative wound infection, weight increased, migraine, fatigue, heart rate decreased, autoimmune disorder, transfusion and weight decreased outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, headache and abdominal pain lower had resolved. The reporter considered abdominal pain lower, autoimmune disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, heart rate decreased, menorrhagia, migraine, pelvic pain, post procedural infection, postoperative wound infection, scar, transfusion, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she states that she has been having severe pain in her lower pelvis since the placement. Essure device was then deployed without incident and 1 coil was seen trailing out of her ostia. The opposite ostia was then cannulized in the same fashion and 7 coils were seen trailing out of her ostia. She had to have 2 or 3 blood transfusions scare tissue, drop in heart rate, infection, ICU for about 2 days as a result of the removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 77.5 kg/sqm. On (B)(6) 2010, ultrasound: transabdominal and endovaginal images of the pelvis were reviewed. Impression: two subserosal! Fundal uterine fibroids measuring 2.2 cm in greatest dimension each. Endometrial stripe appears within normal limits. No adnexal masses. The ovaries were visualized only transabdominally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event weight loss added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("persistent bleeding") and post procedural infection ("infection from removal procedure") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section, alcohol use, multigravida, parity 3 ((B)(6)1992, (B)(6)1995, (B)(6)2008) and abortion. Concurrent conditions included fibroids. Family history included hypertension (mother and sister.), cardiac disorder (2 aunts.) And diabetes (grandmother.). Concomitant products included naproxen for pain as well as atenolol. On (B)(6)2008, the patient had essure inserted. On (B)(6)2008, 3 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On(B)(6)2010, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6)2010, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced post procedural infection (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), infection ("infection nos"), abdominal pain lower ("lower abdomen pain/ abdominal cramping") and heart rate decreased ("drop in heart rate from removal procedure"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)2010. At the time of the report, the pelvic pain, post procedural infection, female sexual dysfunction, infection, weight increased, migraine, fatigue and heart rate decreased outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, headache and abdominal pain lower had resolved. The reporter considered abdominal pain lower, fatigue, female sexual dysfunction, genital haemorrhage, headache, heart rate decreased, infection, menorrhagia, migraine, pelvic pain, post procedural infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she states that she has been having severe pain in her lower pelvis since the placement. Essure device was then deployed without incident and 1 coil was seen trailing out of her ostia. The opposite ostia was then cannulized in the same fashion and 7 coils were seen trailing out of her ostia. She had to have 2 or 3 blood transfusions scare tissue, drop in heart rate, infection, ICU for about 2 days as a result of the removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 77.5 kg/sqm. On (B)(6)2010, ultrasound: transabdominal and endovaginal images of the pelvis were reviewed. Impression: two subserosal! Fundal uterine fibroids measuring 2.2 cm in greatest dimension each. Endometrial stripe appears within normal limits. No adnexal masses. The ovaries were visualized only transabdominally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical records received. Reporter, historical conditions, family history, patient demographic, events added per pfs: ( abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), hysterectomy (partial), infection (other) , fatigue, migraines / headaches, lower abdomen pain, weight gain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.